Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During remote monitoring, episodes of far-field r-wave oversensing resulting in inappropriate mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was in stable condition.